Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 289 mg/dl. The customer reported that they had received motor errors. Customer was able to complete pump rewind. Customer was able to successfully clear the alarm. The customer reported that the pump alarmed motor position encoder error. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.